Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 600 pro synchron system. The fse inspected the instrument and determined that the carbon bridge and the ratio pump malfunctioned. The fse replaced the ratio pump, carbon bridge, and cleaned the ise (ion selective electrode) tubing which resolved the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Component code 4756 is used for the carbon bridge component. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining false high sodium (na) patient results involving the dxc 600 pro clinical chemistry analyzer. The customer repeated the sample on the same instrument and obtained a result considered correct by the customer. The erroneous results were not reported outside the laboratory. There was no change to patient treatment. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer verbally provided patient data for three (3) patient samples.